Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("she uses a wheelchair and oxycodone for pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy. On (B)(6) 2015, the patient had essure inserted. Essure was removed in 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), impaired work ability ("the patient is unable to work or get around"), inflammatory pain ("inflammatory pain"), pyrexia ("fever"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with oxycodone as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to impaired work ability, pelvic pain, inflammatory pain, pyrexia, dizziness or nausea. The reporter commented: she wishes to know if damages/an out-of court settlement (prior to a trial) as in the united states can be proposed following the essure implant. The patient says that the insertion was performed without anesthesia. The patient says that the essure was inserted on (B)(6) 2015 (with a note from the surgeon: allergic to nickel. She wishes to be called back quickly. The patient is unable to work or get around. She uses a wheelchair and she is on oxycodone for her pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. 04-sep-2023: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("she uses a wheelchair and oxycodone for pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), impaired work ability ("the patient is unable to work or get around"), inflammatory pain ("inflammatory pain"), pyrexia ("fever"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with oxycodone as well as surgery (to remove essure). Essure was removed in 2018. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to impaired work ability, pelvic pain, inflammatory pain, pyrexia, dizziness or nausea. The reporter commented: she wishes to know if damages/an out-of court settlement (prior to a trial) as in the united states can be proposed following the essure implant. The patient says that the insertion was performed without anesthesia. The patient says that the essure was inserted on (B)(6) 2015 (with a note from the surgeon: allergic to nickel. She wishes to be called back quickly. The patient is unable to work or get around. She uses a wheelchair and she is on oxycodone for her pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report